Event description:
It was reported that customer's insulin pump alarmed no delivery. No other information was available. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies and none were found. The occlusion test was performed and the reservoir was occluded.